Event description:
It was further reported that target lesion 1 was 15mm long with residual stenosis of 0% after stent placement. Target lesion 2 was 15mm long with residual stenosis of 0% after stent placement. The distal right coronary artery was actually treated first. The pt was discharged the next day on plavix and aspirin. The patient had subsequent coronary angiography (date unknown), that revealed progression of coronary artery disease in the lad. The pt underwent coronary artery bypass grafting (CABG) including lima to mid and distal lad, svg to diag, and svg to rpda (target vessel). The patient was diagnosed with diabetes mellitus and placed on amaryl during this hospitalization. The patient's postoperative course was uneventful and he was discharged 5 days later to inpatient rehab after developing significant debility. The patient was discharged from rehab 5 days later.

Event description:
Clinical study same case as #6000093-2005-00905. Forty five days after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr). Lesion 1 was a 2.9mm, 95% stenosed portion of the proximal right coronary artery (pro rca). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.75x24mm drug eluting stent in the target lesion. Lesion 2 was a 2.9mm, 100% stenosed portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and successfuly placing a taxus express2 8.8% 2.75x 20mm drug eluting stent in the target lesion. There was no complications. It was reported to the site at the 6 month follow-up, that 45 days after the procedure, the pt underwent coronary artery bypass grafting (CABG). The pt was discharged 10 days later. In the opinion of the physician the relationship of the tvr to the taxus stent is unk. There was no restenosis of the target vessels.